Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is submitted because the clip was difficult to deploy and medical intervention was required to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. One clip was deployed without issue. During the attempt to deploy the second clip (60714u150), the actuator knob was turned 8 times in the counterclockwise direction. The metal shaft was exposed from the actuator knob while the arm positioner was turned in the neutral position. The clip did not deploy. The actuator knob was continued to be turned, and then separated from cds. Hemostats were used to turn the metal shaft, releasing the clip in the a2/p2 mitral valve leaflets without any consequences to the patient. About 5 minutes were spent troubleshooting. Two clips had been implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed there was a broken tine on the collet. A review of the lot history record revealed no nonconforming reports related to broken collet tines. A review of the complaint handling database identified no similar events for this lot with the same failure mode. The root cause analysis concluded that the issue is within the expected low risk profile associated with a broken collet tine. Av will continue to trend the performance of these devices.